Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screw presents no manufacturing defect. Everything conforms to specifications. Given the progress of the manufacturing session of this batch of ligafix, its implementation conditions can not be at the origin of these failures. We do not have enough evidence to conclude on the reason (s) that led to the breakage of this screw. The type of fracture of this screw is characteristic of a torsional rupture. The lack of damage to the threads, the apparent insertion length of the screw and the insufficiency of the information provided allow us to consider several hypotheses. Hypothesis 1: a tibial tunnel drilled to 9mm, a ø9 graft very "press fit" completely obstructing the tunnel, a patient with a high bone density and the presence of a significant radial clearance between the footprint of the screw and the screwdriver at the beginning of the cylindrical portion of the screw in the tibia, significant stresses that reached a level above the elastic limit of the duosorb 60, causing the rupture of the screw in torsion. Hypothesis 2: the tibial tunnel was drilled to a diameter of less than 9mm. A tunnel of too small diameter compromises the penetration of the screw. At the beginning of the cylinder portion of the screw in the tibia, the stresses in the core of the screw reached a level above the elastic limit of the duosorb 60, resulting in the rupture of the screw in torsion. Phenomenon that may occur prematurely in the presence of a significant radial clearance between the footprint of the screw and the screwdriver. Hypothesis 3: during screwing, the screw produced a divergent trajectory to the tunnel, causing significant bending and torsional stresses into the core of the screw, in particular the passage of the cortical wall and the insertion of the cone of the head into the tunnel. These constraints have led to a deformation of the screwdriver footprint, which is almost zero at the tip of the screwdriver and maximum at the head of the screw. The deformation of the screwdriver is then greater than the elastic limit of the duosorb, causing the screw to break.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. "Screw broke without particular effort applied after corresponding tap was used."